Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk expiration date: unk. Implant date: unk. Implant date: unk. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, in the patients right eye (od). The lens was reported as having high vaulting and narrow anterior chamber angles but with normal intraocular pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.